Event description:
The customer reported on (B)(6) 2014 at 11:13 pm he activated a new and on (B)(6) his blood glucose, carbohydrate intake and insulin history is as follows. The pod was deactivated and she noticed the cannula was no longer inserted into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.